Manufacturer narrative:
(B)(4) - as a unit has not been returned, a technical analysis cannot be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed lesion was located in a severely calcified and moderately tortuous left external iliac artery where it meets the superior femoral artery. A 6.0x40mm sterling balloon was advanced to the lesion and inflated to 12 atms. The balloon ruptured on the first inflation. The balloon was removed from the patient intact. The procedure was completed with another device. No patient injuries or complications occurred. Patient status is listed as 'good.'